Event description:
Customer reportedly noted high resistance in the compact absorber canister. There was no report patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Ge healthcare plans to undertake a field correction to address this condition. Details of the field correction will be submitted in the report of corrections and removals as required by 21 cfr 806.